Event description:
Complainant alleged that during a routine shift check by a clinician, the device's input selection buttons were working inappropriately. When the analyze button was pressed, the device charged energy. When the shock button was pressed, the device would shut down. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.